Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adapter luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has experienced random fluid leaks between the safe lock adapter and baxter bag since beginning pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leaks were a loose connection between the safe lock adapter and baxter bag. Upon follow up, the patient confirmed the reported loose connection once the bag is upright and connected for treatment. The patient places a pale under this connection which catches the fluid leaks prior to reaching the floor. The patient also checks the connections again after breaking cones and re-tightening the connection prior to treatment. There were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to perform a stat drain in the absence of the cycler after attempting to tape the connections. The patient is continuing with peritoneal dialysis on the original cycler without issue. The patient confirmed that the safe lock adapter was discarded and is not available to be returned to the manufacturer for physical evaluation.